Event description:
Dealer called stating that the consumer was getting up off the 6497 commode when the seat allegedly broke and popped off causing the consumer to fall. The consumer sustained soreness to her legs and shoulder from catching herself. Not physically hurt otherwise. No medical intervention alleged. The dealer has replaced the commode for the consumer. Malfunction has not been confirmed. (B)(4) has been issued for this incident and the product is to be returned to invacare for an inspection.